Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.